Event description:
Baxter sales representative reported to product surveillance, on behalf of customer, of an administration set in which the nurse observed tubing of the set disconnecting from the retractable collar. Due to the disconnection of tubing, an unknown amount of medication leaked out of the set. The reported condition occurred during infusion. Chemotherapy agent was being infused to the patient. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).